Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and fidelis proximal ring corrosion in trifurcation was present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg ICD; implanted: (B)(6) 2013; 4193-88 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying high impedance with arm movement. The lead had a confirmed fracture. The lead was partially removed and capped. A new lead was implanted. No patient complications have been reported as a result of this event.